Manufacturer narrative:
This product has not been returned. As such, physical analysis has not been conducted in our laboratory. The conclusion of no problem detected was selected because it can be concluded that unknown factors probably contributed to the event. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a routine implant that this right ventricular (rv) lead was an attempted implant for an unknown product performance issue. A different rv lead was successfully implanted. No adverse patient effects were reported.